Manufacturer narrative:
The customer¿s report of the secondary infusion not running was not confirmed. No issues were identified with the returned pcu and pump module, and the testing undertaken has confirmed the correct functionality of the pcu and pump module. The information reported stated that during a primary infusion of kcl (potassium chloride) at a rate of 80.0 ml/h, a secondary infusion was started using the drug "flagyl" at a rate of 100.0 ml over 1 hour. A review of the event log identified that no primary infusions were started at 80.0 ml/h, one secondary infusion was started with a rate of 100.0 ml/h and a vtbi of 100.0 ml however the selected drug name of paclitaxel. Therefore the programming on this pump did not match the event details reported. An internal inspection of the pcu and pump module did not identify any ingress, damage or deficiencies. A performance verification procedure (pvp) was completed on the pcu and pump module and all results were within specification. The pcu and pump module were subjected to a continuous infusion for >72 hours which included secondary infusions which were completed failure free. The root cause of the customer¿s experience was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
A kcl 20mmol/l was infusing at 80 ml/h when the clinician set a secondary infusion of flagyl to administer 100 mls over 1 hour. The report suggests that after the hour was completed, they noted that the secondary infusion bottle was still full. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.